Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore and infection while wearing the lifevest. The patient reported that the lifevest garment was rubbing on the stitches from his open-heart surgery and the area got irritated and infected. The patient was admitted to the hospital due to the infection. A nurse at the hospital reported that the sore at the bottom of the lifevest started to heal but the patient's incision was red and oozing. Later follow-up indicated that the sore was starting to heal. The patient ended use of the device.